Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient contacted boston scientific patient services with concerns about his pacemaker functionality. The patient stated that he believed he had received two shocks and that he had passed out previously. The patient was referred to see his physician. No additional information could be provided when requested. The system remains in service. There have been no additional adverse patient effects reported.